Manufacturer narrative:
Section a: patient information was inadvertently included in the initial report. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Manufacturer's investigation conclusion: evaluation of (B)(6) could not confirm the presence of thrombus in the pump. A direct relationship between the device and the reported events could not be conclusively determined. Although the report of elevations in power and corresponding flow was confirmed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined. The submitted epc log file, dated (B)(6) 2020, contained data from timestamps 1333 days, 3 hours, and 2 minutes to 1335 days, 1 hours, and 2 minutes (approximately 1 day, 22 hours, and 0 minutes in duration). The pump speed was set to 8800 rpm. Several elevations in power (as high as 12.2 w) and corresponding flow (as high as 12.0 lpm) were captured throughout the log file. No atypical alarms or additional atypical changes in pump parameters were recorded and the pump speed remained above the low speed limit throughout the log file. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline returned in a segment measuring approximately 37¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The apical sewing ring was not returned. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. The textured blood-contacting surface of the outlet elbow showed no evidence of any adhered deposition or thrombus formations. The proximal side of the inlet stator and the distal side of the outlet stator revealed no evidence of any adhered or developed depositions or thrombus formations within the pump. Upon disassembly of the pump, visual inspection of the pump¿s blood contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations. Examinations of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii lvas IFU rev. H and the heartmate ii lvas patient handbook rev. G are currently available. Device thrombosis is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii lvas IFU. This section explains that device power is a direct measurement of pump motor voltage and current. This section states that changes in pump speed, flow, or physiological demand can affect pump power. Also noted, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced increased pump powers and elevated ldh. The site suspected pump thrombosis to be the cause. Log file analysis confirmed the pump/flow elevation events. The patient underwent a pump exchange on (B)(6) 2020. No further information was reported.